Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The UDI could not be provided because this device was manufactured prior to being assigned a UDI number. During processing of this complaint, attempts were made to obtain complete device and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-15455, related manufacturer reference number: 1627487-2021-15456, related manufacturer reference number: 1627487-2021-15457. It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken in (B)(6) 2021 wherein the entire system was explanted.